Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported brain hemorrhage could not be conclusively determined. Bleeding, stroke, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. The referenced pump exchange was reported under medwatch MFR report# 2916596-2016-02316. (B)(4). Approximate age of device - 7 months. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(4) 2016. It was reported that the patient had undergone a pump exchange for pump thrombosis. The lvad course was complicated by an unreported ischemic stroke, hemorrhagic stroke, and groin seroma. No additional information was provided regarding the strokes, including the dates of the events. Additional information was requested but was not received.